Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the electric motor (rpm inconsistent), trigger components, quick coupling, piston and seals were replaced. The assignable root cause was determined to be due to wear from normal use over time. All available information has been disclosed. If additional information should become available, an update report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the trigger jammed, guide sleeve and quick coupling got hot on the battery reciprocator device. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.